Event description:
It was reported the procedure was to treat a moderately calcified and heavily tortuous lesion in the first diagonal artery. The proturn guide wire was advanced to be used as a protection guide wire in the side branch; however, it could not be properly engaged. The guide wire tip broke therefore it was removed. Another guide wire was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information, a definitive cause for the reported issue could not be determined. Factors that may contribute to failure advancing the guide wire include, but are not limited to, outer diameter of the guide wire, challenging anatomy, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire which likely led to the reported broken tip. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.